Event description:
The customer reported that she was trying to program a bolus and the display was frozen. Troubleshooting was performed. Advised the customer to remove the battery for five minutes and to insert a new battery. The customer stated that the screen still was frozen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.